Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
On (b)(5) 2013 an ocd field engineer (fe) arrived at the customer site and cleaned and inspected all guide rods, tip clamps, plunger clamps, and lld springs. The fe performed all alignments. The fe verified instrument operation using diagnostic and user software. The fe verified repairs and instrument operation with the customer. Repairs have returned this instrument to expected operation.